Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that right atrial (ra) lead was found to have pacing impedance out of range. It was also reported that there was noise on the atrial lead. The clinician reported that they would continue to monitor the patient. No adverse patient effects were reported. The ICD and ra lead remain in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial lead exhibited out of range pacing impedance measurements greater than 2000 ohms. Additionally, atrial noise was observed. The clinician stated they would continue to monitor the patient. A revision procedure was subsequently performed and the lead was removed from service and replaced. No additional adverse patient effects were reported.